Manufacturer narrative:
Additional information: a non-covidien /medtronic service provider replaced the internal battery and the issue was resolved. The ventilator was tested and checked to be running normally. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the ht50 ventilator battery had a rapid drop in capacity. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.